Event description:
It was reported that the atrial lead exhibited less than 200 ohms impedance and low sensing threshold. Upon opening the pocket, insulation damage was observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the proximal and distal insulations abraded and all five wires of the proximal coil fractured at 21.7cm from the connector pin due to clavicular crush.